Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he is having sensor glucose versus blood glucose issue leading to the calibration error and change sensors. The customer was advised that the sensor glucose and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer's blood glucose value 172 mg/dl and sensor value 75. The sensor glucose and blood glucose is not within acceptable range. After the troubleshooting was done, customer was advised that we would replaced sensor and agreed to return the product for analysis.